Manufacturer narrative:
(B)(4) no longer applies. (B)(4) is the device code that applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep). Rep reported the issue was not end of service (eos). There was no troubleshooting performed or actions/interventions taken regarding the device issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Rep reported the end of service (eos) at 4.16 years. Rep said the patient might have had the therapy off and they will discuss it. No patient symptoms reported. Longevity settings that were reported were eos at 4.16 years, 1037 ohms, 1.9v, 210pw, 14hz.